Event description:
It was reported that the patient was experiencing an increase in seizures recently while on vimpat and keppra and was to be seen by a surgeon for work-up. Attempts for further information have been unsuccessful to date.